Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer provided a bg range of "400s" mg/dl. Reportedly, the customer resolved the occlusions by either reloading the same supplies, or loading new supplies and resuming insulin delivery. System check could not be performed as the issues occurred in the past.